Event description:
It was reported that the arctic sun device was getting a low flow alert (alert 02) with the flow rate at 0.9l/min. Per troubleshooting with ms&s, the nurse was advised to disconnect and reconnect the pads, however, there was no change in the flow rate. The diagnostics on the device were ran, and it was noted that the inlet pressure was in the -12psi range and the circulation pump command was in the 40% range. The pads were replaced, and the flow rate was optimal with the new set of pads. Per follow up with the clinical manager via phone on 18jun2019 at the facility, the first set of pads were tested on an arctic sun device and the flow rate was showing as 3.2l/min.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿6. Once pads are primed, assure the flow rate displayed on the control is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kt.". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was getting a low flow alert (alert 02) with the flow rate at 0.9l/min. Per troubleshooting with ms&s, the nurse was advised to disconnect and reconnect the pads, however, there was no change in the flow rate. The diagnostics on the device were ran, and it was noted that the inlet pressure was in the -12psi range and the circulation pump command was in the 40% range. The pads were replaced, and the flow rate was optimal with the new set of pads. Per follow up with the clinical manager via phone on (B)(6) 2019 at the facility, the first set of pads were tested on an arctic sun device and the flow rate was showing as 3.2l/min.